Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (1 gm after five days, route not reported) and injection of fortum (1 gm daily, route not reported). Dianeal therapy was ongoing. At the time of this report the patient was recovered from the peritonitis event and antibiotic therapy was ongoing. No additional information is available.